Manufacturer narrative:
Findings: no button error alarm noted. All buttons functioned properly; however, unit had moisture on keypad traces. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and broken belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 177 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.